Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ¿service required¿ code was found in the ventilator¿s downloaded error log. The device's oxygen blender board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported to a trilogy o2 ventilator, japan that was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the trilogy o2 ventilator, japan device at the manufacturer's service center, a ¿service required¿ code was found in the ventilator¿s downloaded error log. The device's oxygen blender board was replaced to address the issue. The aforementioned replacement of the device's oxygen blender board was delayed due to being out of stock. The oxygen blender board was replaced; however, the device failed the repair test after replacement. The device's system board was replaced to address the test failure. Additionally, a periodic maintenance was performed. The device's trilogyo2 pm1 kit, detachable battery pack, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, flow sensor assembly, tubing kit, oxygen blender manifold, power cord, motor blower assembly, and stirring fan foam were replaced as regulated by maintenance procedure to prevent failure. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and confirmed the software version is 14.2.05.